Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a penditure laa, it was reported that the device was not occlusive enough for the customer. The customer stated that the fa holding the appendage while they placed the clip, accidentally tore the tip of the appendage, so there was bleeding. The customer placed the clip and the bleeding continued from the appendage tear. The customer was surprised that the tear continued to bleed and they believed that the bleeding would stop from the compression force of the clip. The bleed did not stop, therefore, they repositioned the clip. The bleeding continued after redeployment. The customer stated that the clip was difficult to remove from the delivery tool. It was necessary for the customer to hold the clip in position and to create a counter force in the opposite direction of the removal of the delivery tool to get the clip off the device. They tested the removal of the clip again, off the heart, and they noticed that the same stickiness of removing the clip from the tool. There was a slight delay in procedure. The customer believed that they held the blue trigger button down the whole time while removing the clip from the tool. The device was replaced with an atricure flex v to complete the procedure and the bleeding stopped. The tip of the appendage was accidentally torn.